Manufacturer narrative:
Track; rollers.

Event description:
It was reported by service report that the track belt and rollers were damaged. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.